Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a main board failure on the controller (replaced main pcb which failed tests.) This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient is having troubles re-charging. Additional information was received from the patient. The reason for call was pt said they noticed an issue with the controller for their cervical implantable neurostimulator (ins) probably 3-4 weeks ago. Pt said they went to charge their "unit" up and in 12 hours only got 40% charge. Pt then said a few days ago they tried to turn their ins off but the controller wouldn't indicate ins was turned off until pt reset controller. Pt said that had happened a couple times now and clarified the controller screen would get stuck/frozen while using the controller. Pt said their rep thought the issue may be with the recharger (rtm), but pt said they used the same rtm for both controllers and didn't have any issue with the other controller. Pt said now that the controller was not working. A replacement controller was sent out. Additional information was received. It was reported the patient's unit was readjusted for coverage. They had first noticed trouble recharging in september 2021. It was noted their recharging unit would take a long time to search for the battery. The unit would intermediately lock up when they went to turn on/off battery. The patient would have to remove the battery in recharger to unlock it. It was noted the issue was not resolved and there was a problem with the recharger. Additional information was received from a patient (pt) regarding an external device. Pt stated that they had a big problem as they received the new controller since the controller they had kept locking up on various portions of the programming. Pt noted that they don't recharge the devices on a regular basis. Pt stated that when they last went to recharge both of the devices, one of the controllers wouldn't do anything (pt noted that they were speaking of the new controller). Pt stated that when they put the battery in the controller, they knew that the controller should not have done dead since they charged both controllers up at the same time. Pt stated that they took the good battery out of the controller for their newest ins and placed the battery in the controller that wasn't working, however the battery still didn't work in that controller either. Pt stated that they let the controller charge for about ten hours, however there was still no response from the controller. Pt stated that when the newer battery pack was placed in the controller that wasn't working, a screen came up and said something about pushing a button on the controller, however they didn't know where the button was on the controller. Pt stated that the screen showed an ins battery and right in the center of the ins battery was a square button with an outline of someone's bottom; pt stated that they tried to find it for their neck since the controller was for their neck, however nothing happened. Pt continued to describe the screen and stated that the screen showed battery packs with one on the right cheek and one on the left cheek; pt stated that the right cheek device was the one that their controller was meant for. Pss reviewed the controller buttons with the pt. Pt stated that they used the controller for their lower back to charge their ins so they could use the device and have the stimulation on last night, however it took awhile since the controller didn't recognize the ins. Pt stated that they were trying to figure out how to use the good controller to turn the stimulation off to their neck since the vibrating was driving them crazy. Pt stated that they also turned the other device off so that they could recharge both devices. Pss had the pt try aa batteries in the controller to see if the controller would power on; pt stated that the controller didn't power on; pt tried another set off aa batteries, however the controller still didn't power on. Pt noted that they were using ever ready batteries. Pt stated that they knew that the lower back device worked and that when they went to use the controller on the other device, the controller didn't recognize the ins and so they had to go through the setup screens so that they could use the controller to turn the ins on, however they didn't know what the button was that was displaying on the screen. Pss was not understanding what screen the pt was describing and pt couldn't recall what the wording was on the screen. Pt noted that the screen appeared early last night before they went to work. Pt mentioned during the call that the battery pack serial number was little so they had trouble reading it. The patient was sent a replacement controller and battery pack